Event description:
It was reported that the right ventricle (rv) lead exhibited noise. The rv lead was capped. The patient was stable throughout the procedure.

Event description:
New information received that the patient presented remotely via merlin.net, the right ventricle (rv) lead exhibited noise over sensing resulted in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025.